Event description:
It was reported per medwatch report that patient (pt.) In severe shock with necrotizing infection, also history of cardiomyopathy from chemotherapy. It was decided to place pulmonary artery catheter. The fellow and intern exchanged central venous line (cvl) from 8.5 fr. Introducer. Prior to exchange, all 3 ports were cut and wired through remaining portion of cvl. Distal port of line was then lost intravascularly during the exchange. Pt. Had brief runs of ectomy and had to go to interventional radiology for retrieval. Additional info received on 10/04/2010 from the lead risk manager stated that FDA asked additional questions and were provided. The provider lost access of the remaining catheter without any ports as he had cut them off and threaded the wire through the line without any external ports. Further information received on 10/04/2010 from the lead risk manager on the removal of the retained piece stated the right groin was prepped and draped in usual sterile fashion. Real-time ultrasound guidance was used to access the right femoral vein. One percent lidocaine was infiltrated for local anesthesia. Using a microcatheter set, the right femoral vein was accessed. An 8 fr. Sheath catheter was advanced and flushed with heparinized saline. Over a bentson spring wire guide (swg), an h1 catheter was positioned in the superior vena cava. Multiple dsa images were obtained during contrast injection. A 3.5 cm gooseneck snare was exchanged over a transition swg and advanced into the superior vena cava. Under fluoroscopic guidance, the superior aspect of the catheter fragment was snared and retracted into the femoral vein.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.